Event description:
No harm to patient. Tpn/lipid [total parenteral nutrition/lipid] extension set 1.2-micron (@h8603) filter extension set not working. Attached tpn line to prime prior to connecting to patient and unable to run tpn into filter. Filter is defective and unable to prime tubing. Attempted flushing with a flush but still unable to run any fluid through it. Markings on bag (01) 00085412046433. Lot (10) r26c12024.